Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to login. Displayed a fatal error message, by when tried to use biometric identifier. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, unable to login bio ID that showing fatal error. The customer tried rebooting the device once, but the issue still remained. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information : section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID login was unsuccessful and showed a fatal error. A field service engineer (fse) successfully reimaged the machine as part of troubleshooting. The system functioned as intended after the field service engineer repaired the device.